Event description:
Found during daily testing. The ac mains light does not illuminate with device connected to ac power. Indicative of a faulty power supply. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control will submit a supplemental report on this event to the FDA.